Manufacturer narrative:
The referenced pump exchange performed on (B)(6) 2018 was reported under medwatch MFR report # 2916596-2018-01476. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device -4 years, 9 months. Device evaluation: this medwatch report covers the incidental investigation findings of percutaneous lead compromise. The pump was returned assembled with the percutaneous lead (lead) severed approximately 10 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 33 inches. The inflow conduit and outflow graft were not returned. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. Metal braided shield breakdown was observed approximately 3 and 9 inches from the pump housing. Visual inspection of the underlying layers of the lead revealed breaches in the insulation of the orange, yellow, and green wires approximately 3 inches from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. If the exposed conductors of the orange, yellow, or green wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump to stop. In addition, if the exposed conductors of the yellow or green wires made contact with the metal braided shield simultaneously with the orange wire, the resulting phase-to-phase short could have resulted in pump stops while connected to any power source. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2013. On (B)(6) 2018, the patient underwent a pump exchange for suspected pump thrombosis. During the evaluation of the returned pump (vad-13460), damage to the percutaneous lead was identified that could have resulted in pump stoppages.